Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 6.7 mmol/l at the time of incident. The customer stated that the insulin pump was dropped. The customer stated that the insulin pump rattles when shook. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a severely cracked bleeding lcd glass. Unable to perform the displacement, rewind, seating or basic occlusion tests due to the blank display. The pump was received with a scratched case, a fading serial number and a cracked keypad overlay at the select button.